Manufacturer narrative:
Concomitant medical products: 0158, lead, implanted: (B)(6) 2005. 4543, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) storm and received 217 shocks. There was suspected early battery depletion on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.